Event description:
The customer's mother reported via phone call that they had a motor error alarm while filling the cannula. The customer's blood glucose was 441 mg/dl. The customer did not treat for their blood glucose at the time of the call. The mother also reported receiving a motor position encoder error alarm on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an e70 present in alarms history screen and alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor noted. Moisture damage was also found on the motor assembly and leaking motor oil on the motor assembly noted. The insulin pump passed displacement test and rewind test. No unexpected e70 alarms noted during our testing. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing the end cap sticker.